Event description:
The customer reported that they had two packs of covidien raytec x-ray detectable surgical sponges that had the x-ray detectable blue strip unravel out of the sponge. Additional information was received and stated that it appears that the sponges, in general, are designed with the ability of the blue strip to easily come out when the sponges are opened. The issue was discovered during a case; however, no patient was involved as the sponge were taken out of the room and discarded.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number provided by the customer does not belongs to the reported product code 7148. No physical sample was available for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause or implement any corrective action. If a sample is received later, this complaint will be reopened, and the investigation updated to reflect our findings. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.